Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: brown particles, opening curved on anterior and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior, striated openings on anterior and radius, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.